Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event are patient non-compliance with the post-op protocol and/or incorrect reamer size. A 4mm cannulated reamer should have been used to drill a hole in the coracoid; as stated in the surgical technique. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
It was reported that a revision surgery was performed, at 12 days post-op, to fix an initial ac repair failure. The patient was complaining of clavicle pain. During the revision surgery it was noted that the bottom button had flipped and went back up through the previous drilled coracoid tunnel. The sutures were not broken. The surgeon removed the original construct and utilized 4 to 5 biocorkscrew's (double loaded) in the coracoid, then passed through the previous hole made in the clavicle and utilized fiber tape to reinforce. According to the reporter, during the initial surgery, the surgeon had used the 4.5mm reamer to drill two holes in the coracoid. According to the surgeon, the patient did not maintain his arm in a sling as prescribed. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.